Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a blood glucose of 185 mg/dl and a recent infusion site change; the user planned to eat breakfast and announce the meal, and no device alerts or alarms were reported. Symptoms included hyperglycemia and a sensation of head warmth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no findings available, with the device component unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.